Event description:
It was reported that this left ventricular (lv) lead was attempted but was unsuccessful due to noise noted during operation. Furthermore, the physician changed the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.